Event description:
It was reported that the patient¿s stimulation was off. When the implantable neurostimulator (ins) was interrogated with the physician programmer, the 0x400 power-on reset (por) error code was displayed. The por was successfully cleared and stimulation was turned on. There was no patient harm, injury, or death reported, though it was indicated that the patient was hospitalized due to the event. The patient outcome was reportedly ¿ok¿ and the patient was receiving effective therapy. Further follow up is being performed to determine the reason for hospitalization.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the patient was hospitalized due to increasing parkinson's disease symptoms. The patient was in the hospitals for a couple of days.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.